Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte 24ga x 0.75in catheter broke off in the patients hand when removing. The patient was taken into surgery to remove the catheter from their hand.

Manufacturer narrative:
H.6. Investigation: bd was unable to verify the reported issue. A photo was received showing that vialon rupture after use, according to the client's report ¿when removing the peripheral catheter of the back of left hand from the patient, it leaves incomplete¿. Based on the analysis of the photo the vialon was embedded in the adapter, according to characteristic it can be inferred that there was a cut of the catheter during removal. For a thorough investigation it would be necessary to have the sample for a more detailed analysis. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot.

Event description:
It was reported that bd¿ insyte 24ga x 0.75in catheter broke off in the patients hand when removing. The patient was taken into surgery to remove the catheter from their hand.